Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, needles came out of the device. This happened on two units with the same lot number and same patient. All needles were successfully retrieved. The third one was pulled from the shelf at customers concern. To resolve the issue, both needles came out. There was no patient injury.